Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the framing device was returned for analysis within a shipping box, an opened axium prime framing coil outer carton, an opened axium prime framing coil inner pouch, a dispenser coil, and within an introducer sheath. No microcatheter was returned. Visual inspection/damage location details: the introducer sheath was returned and found to be applied correctly with the wavelock facing towards the proximal end of the pushwire. The introducer sheath was found to be in good condition. The pushwire was found to be bent at ~4.6cm and bent within the introducer sheath at ~172.4cm from the proximal end. The axium prime implant coil was found to be detached from the pushwire detach element; in addition, the framing implant coil was returned and found to be detached (stuck within the distal segment of the introducer sheath). The shield coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): during testing, the framing implant coil was unable to advance outside of the introducer sheath. The framing implant coil was found to be stuck within the introducer sheath. Due to the damaged condition no further resistance testing was performed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter hub¿ was unable to be confirmed, as the axium prime device was returned with the pushwire bent and the implant coil detached from the pushwire. A few possible causes for resistance within the catheter hub are but not limited to, incompatible catheter, user advances coil against resistance, damage to coil due to excessive tightening of rhv, sheath not properly seated in hub and catheter hub transition; however, the root cause was unable to be determined. The non-medtronic microcatheter used in the procedure was not returned; therefore, the condition of the microcatheter, and any contribution the microcatheter had towards the resistance was unable to be assessed. Compatibility was unable to be determined. The report mentions ¿there was no damage to the catheter or coil.¿, which was unable to be confirmed as the returned implant coil was damaged and detached. A few possible causes for the detachment are but not limited to, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, user advances the coil against resistance, and damaged pusher; however, the root cause was not determined. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU); in addition, a continuous saline flush was administered and maintained as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the implant coil pushed smoothly out from the introducer sheath, however, resistance was encountered while pushing the coil inside the microcatheter hub. The coil became stuck at the catheter hub. The coil was replaced with a medtronic coil to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a ruptured, saccular, anterior communicating aneurysm with a max diameter of 6 mm and a 2.4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no damage to the catheter or coil. Additional information was received stating that a continuous saline flush was administered and maintained as indicated in the IFU. The catheter used was not a medtronic product.